Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the ed (emergency department) with chest pain. An interrogation of there device was done and it was found that and alert for high rv threshold was triggered for the right ventricular (rv) lead. It was noted that the rv lead has chronically measured high for rv thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.